Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable and asked the customer to recharge the batteries. The system operates as intended.

Event description:
The customer reported the system will not boot up and the batteries will not hold a charge. No pt injury was reported.